Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgment.

Event description:
It was reported the procedure was to treat a lesion in the subclavian artery. The omnilink elite was advancing without resistance in the 6fr sheath when the stent dislodged. The devices were removed as one complete unit including the dislodged stent which remained inside the sheath. A new omnilink elite was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.